Event description:
A physician reported that, during a vitrectomy procedure, an ophthalmic diathermy probe failed to perform coagulation. The surgery was completed on the same day using an alternative probe. According to the surgeon, replacing the product prolonged the patient's anesthesia time and resulted in unnecessary harm; however, no further details were provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).